Event description:
A journal article was submitted for review titled "an extreme case of cor triatriatum mimicking hypoplastic left heart syndrome and combined pulmonary vein stenosis". This was a case study of a 65-day-old patient who visited the emergency room due to poor oral intake and lethargy. Chest radiography revealed cardiomegaly. Echocardiography revealed a hypoplastic left atrium, left ventricle, aortic valve, and mitral valve. Central venoarterial extracorporeal membrane oxygenation (central va-ECMO) support was required because hypotension persisted despite using high doses of inotropes, and for refractory cardiogenic shock. A detailed echocardiography (echo) detected a membrane dividing the left atrium into two chambers, indicating cor triatriatum sinister. Cardiac computed tomography (CT) confirmed a dilated proximal chamber and small distal chamber, which was also compressed by an enlarged coronary sinus. After ECMO support for four days, end-organ functions recovered, and a corrective surgery was performed. Complete resection of the membrane in the left atrium cavity was performed. Weaning from cardiopulmonary bypass was uneventful and the patient was transferred to the pediatric ICU without ECMO support. The patient was discharged on day 10 post-operatively. Four months after discharge the patient had respiratory difficulty. An echo revealed severe pulmonary hypertension with multiple pulmonary vein stenosis. Cardiac CT confirmed total occlusion of both upper pulmonary veins and stenosis in both lower pulmonary veins. A hybrid pulmonary vein angioplasty was performed. A decision was made to add stents as a primary treatment option as it was believed that surgical widening alone would not be effective. After balloon angioplasty using a 4mm non-medtronic balloon dilatation catheter in the right upper pulmonary vein, a 4.5x12mm medtronic resolute onyx coronary drug eluting stent was placed. Ballooning and stenting in the left upper pulmonary vein were performed in the same manner. However, ballooning in the left lower pulmonary vein with a 7mm non-medtronic balloon catheter crushed the stent in the left upper pulmonary vein, and that crushed stent had to removed. Finally, ballooning was performed in the right lower pulmonary vein. Post-operative chest radiography showed that the distal portion of the 4.5x12mm medtronic resolute onyx stent in the right upper pulmonary vein was not fully dilated. A transcatheter balloon angioplasty for further dilatation of the stent was performed. Sirolimus was administered to prevent proliferation of fibroblasts. However, the pulmonary vein stenosis progressed despite repeated balloon angioplasty every month. Three months after the first hybrid procedure, a second hybrid procedure for stenting in the right lower pulmonary vein with a 7x15mm non-medtronic stent was performed, with ballooning in the left pulmonary veins. Even with this procedure, ECMO support was required due to severe hypoxaemia and right ventricular failure. The patient was registered for heart-lung transplantation due to the intractable pulmonary vein stenosis and severe fibrotic endocardial change in the left atrium. The patient had experienced many complications associated with ECMO for 3 months and eventually expired of uncontrolled gastrointestinal haemorrhage.

Manufacturer narrative:
Hee ju hong, hye won kwon, jae gun kwak, sang yun lee and yoon seong lee (2024) "an extreme case of cor triatriatum mimicking hypoplastic left heart syndrome and combined pulmonary vein stenosis." Cardiology in the young, no: 34(1), 2024, doi: 10.1017/s1047951123003724. Pmid: 38018154. Pages: 205¿208. B3: date of publication patient death was also included in the results of the journal article, however no causal link suggesting that the medtronic devices used may have caused or contributed to the death was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.